Event description:
It was reported blood entered etco2 line into etco2 extension module. Involved patient coded at the time. The device was in use on patient at time of event, there was a adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during a visual inspection of the device that no blood was detected on the module. The fse indicated that the customer received a new etco2 extension module. The fse indicate that the patient came in bleeding heavily from all over and ultimately was passing. The philips field service engineer (fse) did not confirm an issue with the microstream co2 extension.

Event description:
It was reported the patient coded at one point during monitoring and blood entered the etco2 module from the etco2 line. The customer indicated the blood entering the module did not impact the patient condition but the nursing staff did not want to use the contaminated module. The customer tested the co2 module and found no issues. There does not appear to be any harm to the patient related to the etco2 module issue.